Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 2202-0007, batch #: unknown. Two events were reported by customer that tubing disconnected from cvl and the other was a leak from a pinhole in the stretchy portion of the tubing in the pump chamber. Verbatim: rcc received a complaint via email. Email(s) attached. I wanted to follow up after the huddle discussions re: tpn tubing issues. For 2west, the 2 incidents involving tpn tubing are completely different issues (tubing disconnected from cvl and the other was a leak from a pinhole in the stretchy portion of the tubing in the pump chamber), but both happened to occur on the same patient. I understand that 4east also experienced a leak in the tubing similar to the one on 2west. I would leave the decision about engaging the rep to come onsite to all of you from an overall patient safety perspective. I am not aware of the house wide issues with this tubing, and feel strongly that our 2 incidents on 2west are unrelated. Good morning, (B)(6), seems we are having a few reported product issues with ref#(B)(4). I have the product that failed but unfortunately do not have packaging or lot #s to provide.

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of pinhole in pump segment could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2202-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.